Event description:
It was reported that the plate broke through the hole next to the compression slot.

Manufacturer narrative:
Results of investigation: the devices, used in treatment, were not returned for evaluation. A clinical analysis indicated it was reported that the plate has broken through the hole next to the compression slot. The surgeon believes this is the 3rd or 4th plate this has happened to. X-ray provided shows a plate spanning the metatarsophalangeal joint of the great toe it is unknown what is being treated or where a fracture is but this not indicated to stabilize or fuse a joint there is a single screw across the joint along with this plate but micro motion is probably the root cause of the reported repeated breakage of plates at this location.. No other medical records or evidence of this complaint has been received. The reported event cannot be assessed and a thorough medical assessment cannot be performed. When additional medical documentation has been provided for this complaint it will be re-evaluated and a thorough medical assessment rendered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions of use for the product was conducted. Factors and/or some potential probable causes that could include but not limited material, design inadequate, untended use, patient noncompliant, or non-union. Without the return of the actual product involved, our investigation cannot proceed.